Event description:
Rptr alleged that during cataract extraction and planned iol insertion, the system had an incompatible handpiece, the kit was missing an I/a tip, and that this failure of the equipment resulted in subsequent surgeries and acute endophthalmitis. Pt's visual acuity is 20/30, with decreased visual quality.